Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit cuts off whenever it is bumped or moved. It was also mentioned that the device was not in sleep mode and is able to engage in active monitoring activities. The unit will work fine when not touched and no error messages or audible alarms were indicated. Additional information received indicated that the unit is not flickering/blinking or power cycling. When bumped the unit will cut out and will not power on unit bumped. There was no known patient impact or consequences.

Manufacturer narrative:
The date received by manufacturer on the initial report is 07/15/2015.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a loose ribbon cable. After securing the ribbon cable the unit functioned as designed.